Event description:
Additional information was received from the neurologist office that the patient had lost muscle tone over the years and had become underweight. This was believed to have contributed to the migration of the device. Patient had undergone repositioning surgery on (B)(6) 2014. Patient did have some pain with the position of the generator after this surgery and had followed up with the surgeon. However, the position of the generator could not be better placed and no further interventions were taken. Patient was reported to be doing fine presently.

Event description:
It was reported that the vns patient was experiencing pain at the generator site due to migration. The device migration was attributed to the patient being too thin. The patient was referred for surgery to reposition the device but no known surgical interventions have occurred to date.

Manufacturer narrative:
.